Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer¿s blood glucose level ranged from 189-243 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.